Manufacturer narrative:
Concomitant products: zimmer nexgen tibial plate component catalog #: 00-5980-047-02 lot #: ni, zimmer nexgen patella catalog #: 00-5972-065-32 lot #: ni, zimmer nexgen femoral component catalog #: 00-5990-015-02 lot #: ni. This is report 2 of 2 for this patient. See also 0001822565-2016-02037-1. The lot numbers are unknown; therefore the device history records could not be reviewed. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the implanted devices identified no compatibility issues. Per the current nexgen cr-flex and lps-flex knee package insert at the time of the primary surgery, poor range of motion and pain are known risks of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain, swelling, a clicking noise, and loss of range of motion.